Event description:
Suture breakage. Customer stated the suture broke during anastomosis of the lad. The surgeon felt he might have pulled to hard. The surgeon stated to the rep it was the first time he has done a lad and felt very under pressure and felt the suture breakage might have been due to his stress. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.